Manufacturer narrative:
The customer¿s report that a magnesium infusion intended to infuse in two hours and completed in 10 minutes was not confirmed. The log analysis results showed that the infusion had been programmed for a two hour duration, an infusion of the drug magnesium ivpb, 2 gram/50ml (drug ID = (B)(6)) was started with the rate at 25ml/h and vtbi at 50ml on (B)(6) 2019 at 4:08am. Approximately a minute into the infusion, air in line alarm was generated. The infusion was restarted; however, the air in line alarm returned. The infusion was restarted again and the rate was decreased to 20ml/h; however, the air in line alarm returned. The infusion was discontinued with a recorded volume infused at 1.138ml. All above events occurred within an approximate 4 minute duration. The reason for the early termination could not be ascertained from the log analysis. Inspection and testing did not find any malfunctions with the pump module and it infused within specification. The incident disposable set was not returned for investigation. The root cause of the customer¿s experience was not identified. Regulatory agency ref number: mw5086080. (B)(4).

Event description:
It was reported that magnesium was expected to infuse in two hours and completed in 10 minutes. The patient experienced transitory clinical effects but no apparent harm. At 0351, md ordered magnesium sulfate ivpb (2 g in 50 ml bag) 25ml/hr rate (to infuse at rate of 1g/hr). The rn scanned the medication and used the infusion suite with barcoding to set up the pump (pharmacy confirmed correct programming of pump). After initiating the infusion, the rn left the room and later returned to the ¿air in line¿ alarm sounding and noticed that the entire infusion (50ml) was completed (approximately 10min after start of infusion). The rn and team lead verified the pump settings had been entered correctly. The patient reported feeling warm and dizzy, yet relaxed. Md was notified of the event. No apparent patient harm was noted. The IV pump was sequestered, the set was not. Received a copy of the customer's sus voluntary event report from FDA which states, ¿rn programmed IV pump to administer the ordered magnesium infusion over two hours the medication was scanned and infusion sulfa with barcoding used to set up the pump after setting the pump up and initiating the infusion, the rn left the room within a few mins the pump alarmed "air in line" the rn entered the room and discovered all of the medication had been infused in less than ten mins the pt reported feeling a little warm, dizzy and relaxed, which she reports happened when she had previously received IV magnesium team lead and physician were immediately notified no new orders provided by physician pt's vital signs remained stable the rn and team lead rn verified the pumps settings were correct confirmed by teach back method that rn inserted tubing properly immediately following event IV pump was sequestered for interrogation alaris infusion report which shows infusion suite was used / column m states "pre-populated" - the rate was initially started at 25 ml/hr, as ordered (cell v2) - at 04 10, the rate was changed to 20 ml/hr (cell v8), unsure why there had been an air in line alarm at 04 12, the pump shows only 1 06 ml as being infused (cell ae17), presumably, the whole bag had infused at this point because the infusion was stopped at 04 12 and not restarted it appears from this report that the pump was programmed at 2 g over 2 hours as ordered it does not reflect that the whole bag infused within mins".

Manufacturer narrative:
Additional information: regulatory agency reference number is mw5086080.

Event description:
It was reported that magnesium was expected to infuse in two hours and completed in 10 minutes. The patient experienced transitory clinical effects but no apparent harm. At 0351, md ordered magnesium sulfate ivpb (2 g in 50 ml bag) 25ml/hr rate (to infuse at rate of 1g/hr). The rn scanned the medication and used the infusion suite with barcoding to set up the pump (pharmacy confirmed correct programming of pump). After initiating the infusion, the rn left the room and later returned to the ¿air in line¿ alarm sounding and noticed that the entire infusion (50ml) was completed (approximately 10min after start of infusion). The rn and team lead verified the pump settings had been entered correctly. The patient reported feeling warm and dizzy, yet relaxed. Md was notified of the event. No apparent patient harm was noted. The IV pump was sequestered, the set was not. Received a copy of the customer's sus voluntary event report from FDA which states, ¿rn programmed IV pump to administer the ordered magnesium infusion over two hours the medication was scanned and infusion sulfa with barcoding used to set up the pump after setting the pump up and initiating the infusion, the rn left the room within a few mins the pump alarmed "air in line" the rn entered the room and discovered all of the medication had been infused in less than ten mins the pt reported feeling a little warm, dizzy and relaxed, which she reports happened when she had previously received IV magnesium team lead and physician were immediately notified no new orders provided by physician pt's vital signs remained stable the rn and team lead rn verified the pumps settings were correct confirmed by teach back method that rn inserted tubing properly immediately following event IV pump was sequestered for interrogation alaris infusion report which shows infusion suite was used / column m states "pre-populated" - the rate was initially started at 25 ml/hr, as ordered (cell v2) - at 04 10, the rate was changed to 20 ml/hr (cell v8), unsure why there had been an air in line alarm at 04 12, the pump shows only 1 06 ml as being infused (cell ae17), presumably, the whole bag had infused at this point because the infusion was stopped at 04 12 and not restarted it appears from this report that the pump was programmed at 2 g over 2 hours as ordered it does not reflect that the whole bag infused within mins"